Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a damaged battery cap and high blood glucose levels. The customer's blood glucose levels ranged from 82 to 473 mg/dl. The customer was informed that the product would be replaced, however no product was returned for analysis.